Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular chevar treatment of a patient. Five days later, it was reported that the patient had a type ia endoleak, no additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: it was reported that the investigator has now assessed the type ia endoleak to possibly be related to the device and to have a causal relationship to the procedure. It was reported that the event was related to the procedure as complete elimination of the aneurysm was not achieved by the chevar procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the site have updated the event assessment to unlikely to be related to the renal stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported diagnostic CT was performed again at ~1 year post index procedure where a "gutter leakage" was observed. No additional clinical sequelae were reported and the patient will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor has updated their event relatedness assessment to probably related to the endurant device, causally related to the procedure and not related to the renal stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received : the site confirmed the reported event not to be caused by a device deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the endoleak was observed again at the one month and 2 month follow up post the index procedure. No actions have been taken as a result of this endoleak and the patient is being monitored. The relatedness of the event has been assessed by the investigator as unlikely to be related to the procedure and not related to the device. The sponsor has assessed the event as probable device and procedure related. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular chevar treatment of a patient on (B)(6)2018. On (B)(6)2018, it was reported that the patient had a type ia endoleak, no additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the patient was hospitalized and a diagnostic CT with contrast was performed during the patients hospitalization but planned treatment for the endoleak was not carried out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; follow up angiography was performed in another two months and the endoleak is still observed. It was also confirmed that the type ia endoleak occurred five days earlier than previously reported. Fdc code updated at investigation completion. If information is provided in the future, a supplemental report will be issued.